Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an alleged partial deployment for this device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: based on the evaluation of the sample returned, the reported partial deployment is confirmed. Furthermore, the outer sheath was found to be perforated by the stent graft, which prevented complete stent graft deployment. The delivery system was found to be kinked near the proximal end of the stent graft, which indicates that the delivery system may have been placed in a tortuous anatomy. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Regarding the use of accessories the IFU states: "materials required for the fluency® plus endovascular stent graft procedure: introducer sheath with appropriate inner diameter". Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." And "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment."

Event description:
It was reported that there was an alleged partial deployment for this device. There was no reported patient injury.